Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that patient with right atrial (ra) lead had possible infection. No additional adverse patient effects were reported. This ra lead remains in service.